Manufacturer narrative:
Explanted date is corrected to (B)(6) 2016. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and presence of debris and clear residue on the lens surface. (B)(4).

Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# 710664. Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -5.0 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged with a shorter and different diopter lens, due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.